Event description:
This complaint was created due to a medsun report ((B)(4) received on 01apr26. A search of the complaint system has not found a complaint reported for this event description and facility during this timeframe. The report was found to be written against an unknown ¿cardioversion pad¿; however, upon return of the device it was determined to be a 2001z-c, adult device. This event was reported as neither a product problem nor an adverse event. The report states that in (B)(6) 2026, ¿pt prepped for cardioversion in usual manner (including proper chest shaving) cardioversion pads placed appropriately in anterior-posterior fashion. 1st shock at 200j heard loud ¿popping¿ noise at moment of defibrillation and burning odor noted (a smell the same as cautery in an or, not the smell of burning hair, metal or plastic) this first shock did not convert. Md performed 2nd shock at 300j and no popping noise occurred, odor remained for approx 10 minutes. Pt was successfully cardioverted. Upon removal of pads, the anterior pad was noted to have greyish markings on the spot where contact was made that left a red and yellow burn at the top border of the patient's chest.¿. The report indicates "preexisting characteristics that may have contributed to the event: hypertension". Further assessment was attempted, and a good faith effort was made to obtain additional information; however, no response has been received to date. This report is being raised on the basis of the reported injury of a burn of unknown degree to the patient.

Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.